Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date, the pump was programmed in the pca only mode to deliver demerol 10mg/ml, with a 10mg pca dose, a 15 minute patient lockout, and a 250mg 4 hour limit. At 1645 upon discontinuing therapy, the nurse noted that the vial was empty; however, "8ml" were expected to be remaining. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.